Manufacturer narrative:
The investigation was conducted at OEM teleflex. Visual examination concluded that the thread is the ptfe liner, the liner is located inside the inner lumen and can be dislodged if mechanically encouraged during its proper function.

Event description:
It was reported that during a surgical procedure it was noticed there were small threads of something on the screeen, initially thought to be patient debris, but then it was noticed that it was coming from the access sheath. The debris was removed and the surgical procedure was completed with another sheath with a different lot number.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a surgical procedure, it was noticed there were small threads of something on the screen, initially thought to be patient debris, but then it was noticed that it was coming from the access sheath. The debris was removed and the surgical procedure was completed with another sheath with a different lot number.